Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to flattened button dome switch. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the down button on the insulin pump was not giving the same clicking sound as it used to. Then there were occasions the down button will not respond. Customer does not recall blood glucose level. Customer does not recall any significant events that may have lead to the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.